Event description:
During an angioplasty of a dialysis graft, the blue max balloon catheter ruptured. During inflation, the balloon ruptured from the proximal end. When the physician tried to remove the balloon through the sheath, it became dislodge from the catheter. The balloon remained inside the dialysis graft and needed to be surgically removed. The procedure was aborted and the patient was sent to the hospital. Patient condition is reported as 'stable'.